Event description:
The customer reported to olympus, the biopsy section of the evis cysto videoscope came off during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted, the biopsy port was detached from the housing with the customer¿s maj-891 stuck inside the port. In addition, the following evaluation findings were observed: the light guide (lg) lens had chip, insertion tube had crush mark, the switch was broken, marks were noted on the image, misty image was noted during hot and cold test and angulation was noted to be lower than standard. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.